Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Complainant alleged that during biomed testing, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
The user received implausible results for one patient sample on the analytical e module. The tsh result was <0.02 uiu/ml. The free t3 result was 15.67 ng/l. The free t4 result was 43.68 ng/l. No adverse events were alleged regarding this event. The tsh reagent lot number was 158157. The free t3 reagent lot number was 158371. The free t4 reagent lot number was 158155.

Manufacturer narrative:
One patient sample was returned for investigation. The customer's results were verified. Interference analysis excluded the presence of an interfering factor to ruthenium in the sample. The elecsys results were further confirmed by testing on a siemens centaur analyzer. No adverse events were reported.